Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was blue and slightly transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that an anchor was broken off of the device and the connectors were detached from the device. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference:(B)(4).

Event description:
It was reported that an extra silent nite sl appliance has broken. The office reported that both xnitesl in blue, fractured where anchors are placed. The patient received the devices on 08/17/2023. The patient reported the first device broke five months after the beginning of use, 01/01/2024. No injury was reported.

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. Date of event was reported as about five months after 08/17/2023, so 01/01/2024 was used. The manufacturer internal reference number is: (B)(4). Submission linked to 3011649314-2024-00885.